Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified anterior tibial artery. A 2.0mm x 220mm x 150cm coyote balloon catheter was selected to dilate the lesion. The balloon ruptured at 14 atms during the first inflation. The device was completely removed from the patient. No kink prior to use and no resistance noted during the procedure. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).